Event description:
A malfunction alarm was reported when the pump declared alarm 20 during the loading process. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in attempting to load a new cartridge, but the alarm recurred, preventing the resumption of insulin therapy. Consequently, technical support arranged for the replacement of the pump and instructing the customer on storage mode procedures. The customer was informed to return the problematic pump using a pre-paid label within 10 days and reverted to using multiple daily injections as backup therapy.